Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the screen was getting harder to read and that there had been several weak battery alarms over the past few weeks. The blood glucose reading was 357 mg/dl. She reported that the blood glucose ran high and that she bottomed out after taking insulin. She declined troubleshooting for high or low blood glucose. The insulin pump was not replaced or returned for analysis.